Event description:
It has been reported to philips that the monitor is kept in the truck and when booted up the screen freezes. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.

Manufacturer narrative:
Conclusion code grid updated.